Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured when it was connected to a patient. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.